Manufacturer narrative:
One syringe infusion pump was returned for analysis. Upon visual inspection the seals were observed to be removed, the seal lining was missing, the bottom case was broken, "l" bracket pole clamp was contaminated, and ac cord retainer was contaminated. The event history log was reviewed finding the primary audible alarm occurred. The pump was then powered up; complaint was duplicated. Based on the evidence the root cause is unknown.

Event description:
Information was received indicating that a burning smell was coming from a smiths medical medfusion® 4000 wireless syringe infusion pump. It was also reported that there was an audible alarm failure. There were no reported adverse effects.